Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It is reported by the surgeon that misdrillings occurred. A replacement was available to complete the surgery.

Manufacturer narrative:
Product inquiry states both, the targeting sleeve gamma3 200 and the knob f. Target device gamma3 ø40x50mm to be subject products. No further associated products were reported. A physical examination could not be carried out as the devices were not returned to stryker (B)(4). A review of the device history could not be carried out as the lot codes of the reported instruments is unknown. Thus, a reasonable examination and investigation was not possible. The reported event (¿misdrillings occurred¿) could not be confirmed. With the information available the exact root cause could not be determined. The file will be closed formally in accordance to our procedures. In case the items and / or substantive information will become available in future the file will be reviewed and reopened. Further, as both devices must have been in use for a longer time we presuppose that they had fulfilled their tasks in former surgeries as intended. Both devices are phased out already and are not distributed any longer. They have been replaced by a new design version: speedlock sleeve gamma3 200, cat. # 13201120. The last targeting sleeve gamma3 200 had been distributed in july 2009 and the last knob f. Target device gamma3 ø40x50mm in (B)(6) 2009.´no non-conformity was identified. Device not returned.

Event description:
It is reported by the surgeon that misdrillings occured. A replacement was available to complete the surgery.